Event description:
It was reported that the patient experienced inappropriate therapy due to a right ventricular lead dislodgement. The sensing of atrial fibrillation (af) or noise related to the dislodgement may have caused the inappropriate therapy delivery. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed the lead integrity alert triggered on (B)(6) 2013 due to meeting the conditions for non-sustained tachycardia (nst) and ventricular short interval counts (vsics) and a lead noise alert was triggered on (B)(6) 2013. 12 nst episodes, 6 ventricular fibrillation (vf) episodes, 2 supra ventricular tachycardia (svt) ventricular oversensing episodes with noise, and 5 lead failure predictor episodes with a v-v cycle length of less than 220 milliseconds were recorded between (B)(6) 2013. Finally (B)(4) lifetime vsics occurred since (B)(6) 2013.